Manufacturer narrative:
(B)(4). Date sent: 11/15/2022. D4: batch # 299a94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2023 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. In addition, three sterile reloads b- c - d(458a45) were received unfired. The device was tested for functionality in the straight position with the returned reloads (b- c - d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. D9 date return receipt date 10/19/2022 h10 update for investigation summary.

Manufacturer narrative:
(B)(4). Batch # 299a94. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo, it was observed a reload that appears that be fully fired. Based on the photo the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that using the pve35a & vasecr35 to fire on the renal artery, after closing the jaws & checking all is clear, upon advancement of the trigger, when the knife had gone to the distal end, blood could be seen gushing from the sides of the jaws. Surgeon released the trigger to let the knife return & upon releasing the jaws, the arterial squirting was seen. Blood was all over the camera & surgeon had to grab the stump which was furiously squirting with a reddick grasper to stop the bleeding. Immediately used a hemoloc to ligate the stump. It was literally a cutting without stapling adverse event. Upon checking the used reload, the drivers on one side could be seen to not be fully deployed. Which fits the situation that one side of the reload did not have staples deployed properly. Next had to fire on the renal vein & surgeon insisted on a new stapler. Changed to a new stapler & a different lot of reload. Firing was fine but then we could also see some malformed staples. Pictures will be attached. Unfortunately no pics & vid for the first firing as it was an emergency situation & we were all trying to remedy the critical situation.